Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a smooth mentor memorygel breast implant (275cc on left and 300cc on right) and experienced progression of granuloma annulare symptoms. Granuloma annulare was diagnosed prior to breast augmentation, but the condition progressed in severity within a month and continued to progress over the years with persistent rash/lesion all over the body. As a result, the patient underwent explantation without replacement on (B)(6) 2019. This medwatch report is for the right-sided implant.